Event description:
It was reported that the external pulse generator (epg) turns off when it is bumped. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device shuts off when the device was bumped. It was also noted that the lower case was broken, the ring cover was broken, the keyboard was scratched and the upper case was damaged. (B)(4).